Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-feb-2018 with the following findings: a review of the pump black box data showed unexplained pump reboots. During a visual inspection of the pump, it was observed that the battery compartment had two cracks. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. The pump was able to power up with the test battery cap even though the cap was unable to fully tighten onto the pump. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The initial complaint about a ¿power¿ issue was not duplicated during investigation but the damage allegation was confirmed. The pump case was removed and there was no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was intermittent power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.